Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the reservoir had an occlusion. The customer's blood glucose was 181 mg/dl at the time of incident. The customer stated that the pump alarmed no delivery during bolus and it was recurring. The alarm was resolved by a complete set change. Troubleshooting was not performed. The reservoir was not returned for analysis.